Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The housing was removed from the back end to investigate the dallas chip, no damage was found. Review of the logs from remotefe found no failures related to the reported instrument. There was no problem detected for the customer reported complaint. Additional observation, which was not reported by site: the instrument was found to have a missing ceramic sleeve. The sleeve was not returned with the instrument. A root cause of the reported failure was not established.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument had recognition issue. The procedure was completed with no reported injury.